Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not able to detect finger contact. This issue was first identified by the perfusionist during the daily device check. Therefore, not in therapeutic use. The device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. A philips asp evaluated the ventilator and confirmed the reported problem. The asp replaced the touchscreen and unit returned to full functionality and returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Initial reporter name and address: reporting address state: (B)(6).